Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis after insulin delivery was suspended due to low sensor glucose. The customer's blood glucose at the time of the event was 265. The sensor glucose that triggered the suspend is unknown. The customer was hospitalized on (B)(6) 2017. Troubleshooting identified a bent cannula. Customer declined troubleshoot for high blood level. The product was returned for analysis. Product analysis identified a bent sensor cannula.